Manufacturer narrative:
Pr (B)(4) follow up report for correction. Post investigation findings revealed an additional failure of "plunger rod broken / damaged". Additional pr (B)(4) was opened as this failure was not initially reported by the customer. One sample and two photos of a 10ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photos from batch 3219856 regarding item 301029. The sample received loose has red marking on the barrel flange and the number 12 written on the barrel. The plunger rod thumbrest is also broken. The images each show one loose syringe with the conditions as described above. The condition observed is non-conforming per product specification. The reported defect was manufactured in the holdrege plant which no longer manufactures this product. Therefore, no corrective actions are required from the canaan manufacturing plant. A device history record review was completed for provided lot number 3219856 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed an additional failure of "plunger rod broken / damaged". Additional pr (B)(4) was opened as this failure was not initially reported by the customer.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter translated from french to english: presence of non-compliant syringe. Please find attached the rfv24.016 form following a non-conformity detected during production use (presence of felt on the syringe) on.